Event description:
As reported by a field clinical specialist (fcs), during initial inflation of a 26 mm sapien 3 ultra valve in the aortic position in a non-ew surgical valve via transfemoral approach, the balloon and valve moved ventricular. At the end of inflation of the 26 mm commander during deployment, the balloon ruptured. While attempting to remove the commander from the patient the balloon caught on the esheath and began to split the esheath along the dynamic expansion seam. Vascular surgery performed a cutdown to the right common femoral artery and removed the system. The balloon has separated from its shoulders and is wrapped around the tapered tip of the system. The artery was surgically closed, and the patient was sent to recovery in stable condition.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device has not been returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.9 returned to manufacturer, h.3 device evaluated by manufacturer, and h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon torn radially and longitudinally. Tri wings were flared outward. Potential balloon material missing between the crimp balloon and the proximal portion of the inflation balloon. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the returned product evaluation. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Available information suggests patient factors (calcification) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The available information also suggests procedural factors (withdrawal of torn balloon and excessive manipulation) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the patient vasculature, which would have then led to the experienced retrieval difficulty. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.